Manufacturer narrative:
(B)(4). Concomitant medical products: nylon-suture, evicel fibrin sealant, arista ah, no. 19 closed-suction round drains, quill 3.0 monoderm. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: does the surgeon believe that any ethicon products were related to any adverse events in this series of patients described in the article? -- nothing reported has to do with your sutures.

Event description:
It was reported in a journal article that the patient underwent an open complex abdominal ventral hernia repair with intraperitoneal and retrorectal placement of a human acellular dermal matrix and bilateral component separation on unknown date between (B)(6) 2011 and (B)(6) 2013 and the suture was used to secure a flex hd mesh to the anterior abdominal wall with interrupted vertical mattress stitches placed circumferentially to provide support and prevent small bowel entrapment. Following the procedure, the patient experienced a wound infection. It was resolved with a course of oral antibiotics and/or treated with incision and drainage of the wound. It was also reported that the patient experienced recurrence at nine months following his repair and developed bulging and an asymptomatic defect in the upper part of his abdomen. Additional information has been requested.